Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was found to be severed 40 mm from the is-1 terminal pin with only the proximal section returned. A resistance test was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The rv lead was suspected to have fractured. Subsequently, a revision procedure was scheduled. During the revision procedure, the right atrial (ra) lead and rv lead were stuck in the device header. As a result, the ra and rv leads were cut out of the device header. The device, ra, and rv leads were all explanted and replaced. No adverse patient effects were reported.